Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vent went inop. While transporting patient within hospital. They were able to bag the patient so no harm.

Event description:
Additional information received indicating that a vyaire medical fse was able to go to customer site and troubleshoot the issue. All tests passed required criteria. Unit meets factory specs.

Manufacturer narrative:
Vyaire medical file identification: com (B)(4). H3: fse arrived on site to troubleshoot. Confirmed vent inop error in event log. Alarm came after repeated circuit disconnect alarms. Examined exhalation valve setup & flow sensor. Noticed receptacle was loose to the ex valve. Secured loose screws. Reconnected circuit. No alarms present at startup. Fio2 monitoring is disabled. O2 inlet low (40-43psi). Booted in service mode. Ran leak test. Passed. Ran fio2 monitoring cal. Passed. Rebooted. Ran ovp. All tests passed required criteria. Unit meets factory specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.